Event description:
It was reported that the patient experienced lightheadedness upon standing. The patient had multiple high ventricular rates and ventricular noise reversion episodes. The noise could not be replicated. The patientwould be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.